Event description:
The customer reported that the glidescope avl reusable-gvl 3 is cracked and has a broken piece missing on the tip of the device. No pt involvement was reported.

Manufacturer narrative:
Device eval summary: a visual inspection showed the glidescope avl reusable - gvl 3 had extensive damage. The damage included various cracks on the housing, splitting at the tip of the camera and a piece was broken off near the camera lens. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.